Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported on (B)(6) 2024, the catheter placement instructor placed the patient's catheter in the PICC catheterization room, and after establishing a sterile area, opened the catheter package to check the integrity of the components and the process of pre-filling and washing, found that there was a leak about 25 cm from the tip of the catheter, and upon inspection, found that there was a tiny trachoma at the leakage point, and after the assessment of the catheter placement instructor, re-replaced the catheter with a new catheter for the operation. No other information was provided.